Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and high impedance resulting from a fracture. The lead was explanted, but a new lead was initially not able to be implanted due to stenosis. The right atrial (ra) lead was explanted and then a new rv lead was able to be implanted. The ra lead was not replaced. No further patient complications have been reported as a result of this event.